Event description:
A healthcare professional reported that nm-f4437 lot#0028908 implant lacked primary stability on tooth #14. The implant was removed during implant placement with no report of observable clinical symptoms. Osteotomy doesn't match the type or size of the implant. A secondary implants was placed after removal. According to the information, the patient has hypertension. The device was forwarded to the manufacturer. No other medical issues were reported.